Manufacturer narrative:
Concomitant products: main body, below renal (catalog # zalb-26-70). Left iliac leg, in common iliac (catalog # zsle-16-56-zt). Right iliac leg, in common iliac (catalog # zsle-16-74-zt). Patient codes: no code available : additional surgical procedure this report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported the clinical study patient experienced occlusion possibly related to the device. On (B)(6) 2013, the electively selected patient with an iliac aneurysm of 37 mm, which required placement of endovascular stent grafts, underwent a procedure and had three cook devices implanted. At day of procedure, the patient presented with a maximum aneurysm diameter of 40 mm and a proximal neck diameter at lowest renal artery was 24 mm. It was classified as parallel. The neck quality showed no presence of plaque/thrombus. The procedural imaging revealed patent devices at the conclusion of the procedure and no kinks or endoleaks was observed. The procedure was considered to be successful. No additional procedures were performed. On (B)(6) 2013 (55 days post-procedure), the first follow-up imaging showed that the devices were patent and intact and there was no migration, kink or endoleaks observed. On (B)(6) 2015 (658 days post-procedure), the second follow-up was performed. The imaging revealed a maximum aneurysm diameter of 53 mm. The devices were patent and intact and there was no migration, kink or endoleaks observed. On (B)(6) 2016 (1071 days post-procedure), the third follow-up was performed. The devices were patent and intact and there was no migration, kink or endoleak observed. On (B)(6) 2016 (1085 days post-procedure), the patient suffered from a vessel injury and an endarterectomy of the right carotid bifurcation was performed. This was unrelated to the implanted cook devices and evar procedure. The patient recovered without further treatment. The event was resolved on (B)(6) 2016. On (B)(6) 2016 (1204 days post-procedure), the patient had a secondary intervention performed due to an occlusion in the right iliac leg graft. The occlusion was detected because the patient complained about pain in the leg. Patient treatment included anti platelet and anticoagulant treatment and bridging between the right and left femoral artery. The patient has recovered with the treatment. On (B)(6) 2017 (1500 days post-procedure), the fourth follow-up was performed. The imaging revealed a maximum aneurysm diameter of 38 mm. The devices were patent and intact and there was no migration, kink or endoleak noted. The patient has recovered with the treatment. The patient remained in the study.

Event description:
There has been no new information received since the last report was submitted.

Manufacturer narrative:
Investigation ¿ evaluation: the complaint device was not returned for an evaluation. No imaging was provided for review. Without the complaint device, a device failure analysis was unable to be performed. A document based investigation was conducted including a review of the instructions for use, manufacturing instructions, and quality control data. A review of the device history record was unable to be performed as the complaint device lot number was not provided. Imaging of the event was requested from the physician however no response was received. Possible causes for occlusion could be iliac tortuosity, graft compression, change in the vessel diameter due to inappropriate ballooning, repetitive stenosis, narrow inner iliac lumen, vessel damage/rough surfaces and patients pre-existing conditions like occlusive disease/calcification causing a narrow lumen. Tortuosity, compression and pulsation can create shear forces within the leg that stimulate thrombus growth. This device is shipped with our product instructions for use (IFU) which contains warnings, precautions and instructions for use. There is no information provided related to the occlusion but since anticoagulation was administered it can be assumed it was due to thrombus formation. There is no information regarding any pre-existing conditions or disease process. According to the IFU: vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization or thrombosis. Patients with poor outflow or a hypercoagulable state (e.g., cancer) may be at an increased risk of thromboembolic event. There was no information provided regarding device placement or sizing. As documented in the IFU: inaccurate placement and/or incomplete sealing of the zenith alpha spiral-z endovascular leg within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the internal iliac arteries. Strict adherence to the zenith spiral-z aaa iliac leg IFU sizing guide is strongly recommended when selecting the appropriate device size. Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration, device infolding or compression. Without additional information, a definitive cause for the reported occlusion could not be established. A quality engineer risk assessment was conducted to assess the risk of this failure mode and concluded a change is not required, thus no risk reduction activities are required at this time. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints.